Event description:
The customer reported one discrepant troponin I (access® accutni+3) result, for one patient, involving the access® accutni+3 reagent used in conjunction with the access® 2 immunoassay system. An initial result of 0.01 ng/ml was obtained and questioned by the physician. The customer retested the sample, on the same instrument, and obtained reproducible results of 1.79 ng/ml, 1.74 ng/ml and 1.74 ng/ml, in triplicate. A newly collected sample was also analyzed on the same instrument and an initial result of 1.46 ng/ml was obtained. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in a becton dickinson (bd) lithium heparin plasma tube and stored refrigerated. No sample integrity issues were noted. The laboratory's critical cutoff value for troponin is of >0.5 ng/ml. The customer indicated level 1 quality control (qc) was within specification at the time of the event. System check was within specifications the day prior to the event; results obtained for the patient, on this day, were reproducible and not questioned. No system issues were noted. The instrument was in normal operation at the time of the event.

Manufacturer narrative:
There is no indication that the access® accutni+3 reagent device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.